Manufacturer narrative:
The date of incident was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's daughter alleges her mother was injured after falling asleep with hand on the controller lifting up and causing her to fall onto the floor. She also alleges the right hand arm of the chair is loose.

Manufacturer narrative:
The device was returned and evaluated. The alleged incident was determined to be user error.

Event description:
Consumer's daughter alleges her mother was injured after falling asleep with hand on the controller lifting up and causing her to fall onto the floor. She also alleges the right hand arm of the chair is loose.